Event description:
The user facility reported a 82 year-old male with an impella 5.5 device for mechanical circulatory support. It was reported that there was leaking noted at yellow-to-yellow connection site. The problem was resolved with extension tubing at the connection point and 2 IV tourniquets secured around connection. No further leaking or purge alarms. Bicarbonate was used in the purge. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. No product was returned for investigation. The lt log confirmed the low purge pressure alarm. Based on the provided clinical information, the cause of the purge leak was most likely sidearm yellow luer damage as a result of bicarbonate use. This report is being filed as part of a retrospective review of historical records.